Event description:
Initial information received from a consumer's daughter in 2007: a female patient who received four treatments with hyalgan (hyaluronate sodium) experienced pain and swelling after her first injection and excruciating pain three days before her fifth injection. She now has superficial blood clots in her saphenous vein and cannot walk anymore. No further details available. Additional information received on 14-sep-2007: the patient's daughter stated that her mother received four injections of hyaluronate sodium once per week for the treatment of osteoarthritis in both of her knees. She stated that her fourth injection was after labor day (2007) and that her mother developed pain and swelling in her knee and down her left calf. She stated that when she brought her to the emergency room, her left leg was five inches bigger than her right leg. The clot is located below her knee on her left leg, and her physician wants her to remain off of her feet until the swelling goes down. She was told to keep her feet elevated and was given acetaminophen & oxycodone (percocet). No further details provided. Corrective treatment: feet elevation and acetaminophen & oxycodone (percocet).